Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while boosting the patient up in bed, the nurse grabbed under the patient arm and then noticed the console alarming. A transesophageal echo was performed and showed the pump pulled into the aorta. Attempts were made to cross aortic valve. However, the pump was removed completely in the operating room a few hours later. There was no patient harm reported.